Event description:
Edwards received information a patient with a 21mm 11500a aortic valve implanted for two (2) years, five (5) months, implant duration underwent valve-in-valve procedure due to hypoattenuated leaflet thickening (halt) causing severe symptomatic aortic stenosis. Patient presented with nyha class iii acute on chronic diastolic heart failure and chest pain. A 23mm 9755rsl transcatheter valve was implanted inside the surgical valve. The patient tolerated the procedure well and was taken to recovery in stable condition. Echo imaging impression: the submitted tte images document the presence of high velocity and gradients but also normal bioprosthesis leaflet opening and an acceleration time that suggests the absence of prosthesis dysfunction. The chronicity of high velocities and gradients, patient body size, and other clinical data (including possible blood culture results or the possible performance of computed tomography or other imaging for the assessment of halt) are not known at the time of review. In the setting of apparently normal bioprosthesis leaflet opening, a combination of pressure recovery and possible ppm might be the most likely explanation for the observed high velocity and gradients.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This MDR report was identified to be a duplicate reported event. Refer to MFR report number 2015691-2022-03648 for all details surrounding event. This event is being voided as a duplicate. Based on the additional information obtained, this correction is being submitted.

Event description:
This event was identified to be a duplicate report.

Manufacturer narrative:
Added information to h6. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Based on the information provided, a definitive root cause could not be determined, however, patient factors likely caused or contributed.